Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician plans to extract the leads for an unknown reason. No further additional information was available. No adverse patient effects were reported.